Event description:
It was reported there was an alert triggered for the superior vena cava (svc) measurement being greater than 200 ohms. It was noted that the svc port of the device was plugged because there was no lead with a svc coil. It was indicated that the device had previously read the measurement as "none" which was expected, however it has since displayed a measurement greater than 200 ohms. The alert was reprogrammed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.